Event description:
This report concerns the left eye of a patient who underwent bilateral lasik surgery. An optometrist reported that the patient diagnosed with stage 1 diffuse lamellar keratitis (dlk) in both eyes on the first day post-op. The patient's steroid drops were increased to every two hours while awake. Upon follow-up by phone, the optometrist reported that the dlk and discomfort cleared completely, and the vision is 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4),